Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a possible sensing issue was noted with "bizarre pacing spikes" noted on electrograms (egm). The implantable pulse generator (ipg) remains in use. No patient complications have been reported as a result of this event.